Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation alleges that the patient suffered the following on account of his asr left hip implant: pain; discomfort; stiffness; soreness;clicking; elevated levels of cobalt and chromium. In addition, the patient has been negatively affected in his ability to ambulate causing him to walk with a limp. Litigation further alleges that the patient has been explanted. Update apr 11, 2018: asr litigation records received. In addition to what was previously reported, patient alleges anxiety, inability to perform normal activities, suffering and emotional distress. Added date of revision, account name and associated contact. Added stem and cup due to alleged elevated metal ion levels. Doi: (B)(6) 2009: dor: (B)(6) 2017 (left hip).

Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). No code available was used to capture walking difficulty, emotional distress, blood heavy metal increased and device revision and replacement.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary the complaint investigation concluded that the event was related to the asr platform which was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. This [name of the device] is not part of the asr family however it did form part of the joint construct. There was no allegation of deficiency with this device. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.